Event description:
The surgeon inserted the vicm 12.6 implantable collamer lens in the left (os) eye on (B)(6) 2010 and the lens was removed on (B)(6) 2012 due to low vault. The lens was replaced with a longer length lens and this resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: lens work order search. Medical review. Results: visual inspection of the returned product showed the lens was returned in liquid, there was clear surgical residue on the lens, however, there was no visible damage observed. A lens work order search was performed and revealed that there was no similar complaint for the same type of problem from this work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). (B)(4).